Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the received drill bit is broken approximately 13 mm from the fluted tip section. The broken off portion is missing. The remaining cutting edges are otherwise still in good condition. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in january 2020 and we are not aware of any other complaint for this article- and lot number combination.this and the findings above let us exclude a manufacturing related issue. Based on the provided information and without the fragment the exact cause of this occurrence cannot be defined. We can only assume that a mechanical overload during use did lead to the breakage of this device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 323.062, lot: 33p6566 , manufacturing site: bettlach, release to warehouse date: 14 january 2020 . A manufacturing record evaluation was performed for the finished device part: 323.062, lot: 33p6566, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for distal humerus fracture. After drill with the drill bit, when the surgeon changed another drill bit from the one, the drill bit had been broken. The fragment of the drill bit remained in the patient. The surgery was completed successfully without any surgical delay. The patient condition was stable. This complaint involves one (1) device, this report is for (1) drill bit ø2 w/double marking l140/115 3. This is report 1 of 1 for (B)(4).